Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. Customer also received a motor position encoder error alarm. Customer had been transferred and was advised that troubleshooting would be performed. During troubleshooting, customer advised that insulin pump was not exposed to magnetic field and drive support cap appeared normal. Alarm history showed a motor position encoder error alarm and two motion sensor test failure alarm. Customer was advised that insulin pump would need to be replaced.